Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited buzzing and beeping noises. The associated batteries exhibited a beeping noise. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and six (6) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. The root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed one (1) premature power switching event due to a momentary disconnection involving bat589164 and momentary disconnections that did not lead to premature power switching involving bat589163 and bat589164. Momentary disconnection will result in an audible tone or ¿beep.¿ a power source lubrication procedure was performed on 04/jul/2018. As a result, the reported event was confirmed. The most likely root cause of the premature power switching event after lubrication and reported ¿beeping¿ after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Additional products: d4: catalog #: 1650 / serial or lot#: bat587326 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: catalog #: 1650 / serial or lot#: bat589163 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: catalog #: 1650 / serial or lot#: bat587338 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: catalog #: 1650 / serial or lot#: bat587327 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: catalog #: 1650 / serial or lot#: bat589164 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: catalog #: 1650 / serial or lot#: bat587782 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction h10: other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2018-10-31 UDI #: (B)(4). D10: yes, return date: 2018-07-12 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-10-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2018-11-30 UDI #: (B)(4). D10: yes, return date: 2018-07-12 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-11-18 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2018-10-31 UDI #: (B)(4). D10: yes, return date: 2018-07-12 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-10-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2018-10-31 UDI #: (B)(4). D10: yes, return date: 2018-07-12 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-10-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2018-11-30 UDI #: (B)(4). D10: yes, return date: 2018-07-12 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-11-18 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2018-10-31 UDI #: (B)(4). D10: yes, return date: 2018-07-12 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-10-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.